Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having persistent low speed advisories. Log files contained multiple low speed operation events with some associated with elevated power readings. X-ray images were submitted for evaluation. There were no visible fractures of areas of concern in the driveline. It looked intact with no cuts, compressed regions, or major kinks. The low speed advisories were resolved once the patient was switched to an ungrounded patient cable. An external driveline repair was requested.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed low speed events; however, a direct cause for these findings could not be conclusively determined through this evaluation. A review of the submitted log files captured low speed events while the patient was supported by power module and mobile power unit (mpu). Based on previous complaint experience, the low speed events that occurred while the patient was supported by the power module and mpu could be indicative of a potential issue with one of the wire in the patient¿s driveline. Per additional information, there were no visible fractures of areas of concern in the driveline. It looked intact with no cuts, compressed regions, or major kinks. The low speed advisories were resolved once the patient was switched to an ungrounded patient cable. An external driveline repair was not performed and the patient continues to be monitored for any alarms. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, and the heartmate ii patient handbook, rev. C are currently available. The IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The IFU and patient handbook state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline indications of driveline damage as well as the how to respond to such events. The IFU and patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that no further low speed advisories were observed. The driveline repair was not performed. The patient would continue to be monitored for any alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.